Event description:
The following information was provided: the physician reported that an inflammatory response was observed in a patient who had the accolade¿ tmzf implanted. According to the examination results, infection was ruled out (negative). At this time, no further information is available.